Event description:
Customer reported with "tip is not on the probe". Tip fell off. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
In communication with technical assistance center (tac) support engineer, the customer during the call, wanted to know if performing an x-ray could locate the missing tip of the ultrasound probe. Customer was unsure if the device was damaged or not and does not know where the broken tip was or even if it was truly damaged. Tac advised customer to quarantine the device and not use the device. In addition, it was noted that there was no pre check inspection performed on the device prior to use. Customer was advised to send in the device for evaluation however, declined a return material authorization (RMA), and indicated that will do so at the later time. Picture of the device however, was provided to tac. In evaluating the photo provided, tac noted that the ultrasound probe was indeed damaged. It was severely damaged that the fluid that bathes the transducer was also missing and appeared soiled. In a follow up communication with the customer, the following information conveyed: the procedure performed was ion bronchoscopy - therapeutic. The missing tip found to be missing during reprocessing. Not sure if the tip was already missing during the case. No x-ray performed on the patient. No injury on the patient, discharged weeks ago (did not provided specific date/time). The issue in addition was escalated to the facility's risk management team, per the pulmonologist, nothing to be concerned about. No further information provided. Customer stated the device was returned to olympus, however, no RMA/tracking provided. To date, the subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.